Event description:
Pt seen by a physician on (B)(6) 2014. Child had pulled out implant and abutment when he observed that the implant was loose. First stage surgery was (B)(6) 2013 and second stage was (B)(6) 2014. Pt denies head trauma and no infection was observed. Surgeon had implanted a secondary implant so pt will have revision surgery at a later time.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of mfg or component failure.